Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and the system performed as intended. The representative tested the 2d and 3d image functions, as well as the door open/close features. The representative also completed an invalidate home procedure to ensure all motion was calibrated. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the gantry would not open on the imaging system after closing around the patient. The site had to manually open the door. After manually opening the door, it functioned as expected. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.